Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that the extension tube (catheter) detached from the oversleeve. The device was repaired. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and it appeared that the device was damaged during use. An assembled connector for a 4fr s/l groshong nxt was returned for investigation. The red connector and white oversleeve were received separate from the extension leg tubing. The extension leg tubing broke 9mm within the distal end of the white oversleeve. The broken end of the extension leg was rough and jagged. The extension leg tubing exhibited severe elastic weakness, which indicates that the tubing was stretched. The connector had been assembled to the 4 fr groshong tubing and the printing on the extension leg was worn. Due to the evidence of use and the elastic weakness in the extension leg, it appears that the break occurred during use from what may have been inadvertent stretching or pulling on the connector.

Event description:
It was reported that the extension tube (catheter) detached from the oversleeve. The device was repaired. No patient injury was reported.